Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v043903, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot # v043903, implanted: (B)(6) 2008, product type lead; product ID 3550-05, lot # n144463, implanted: (B)(6) 2008, product type accessory; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
It was reported patient had low impedance of <(><<)>50 on 0 <(>&<)> 2 electrodes. It was added that 0 and 2 were not being used for therapeutic settings. No impact on patient's therapy. No patient symptom was reported. Patient outcome was reported as alive ¿no injury. A follow-up report will be sent if additional information becomes available.